Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. The customer experienced unspecified symptoms of hypoglycemia and loss of consciousness. The customer was administered glucagon injection by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection was performed on the returned reader and usb/charging cable, no issues were observed. Reader was sufficiently charged. Usb/charging cable passed the test and adapter was returned. Reader was de-cased and performed visual inspection , observed liquid contamination. Adapter fixture is currently unavailable. Extended investigation has been performed on the returned readers pcba (printed circuit board assembly) in phase 2, observed liquid contamination upon inspection. Load tester was used to test returned power adapter. Charging cable test was performed and no issues observed with returned supplied charging cable. Therefore issue is not confirmed to use due to the liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. The customer experienced unspecified symptoms of hypoglycemia and loss of consciousness. The customer was administered glucagon injection by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a fast-draining battery issue with the adc device. The customer experienced unspecified symptoms of hypoglycemia and loss of consciousness. The customer was administered glucagon injection by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10(addtl mfg narrative) was incorrectly documented in the initial report. Correction has been done.